Event description:
(B)(4). Event occurred in the united states. The patient reported that he had pump issue while he was on a vacation. He stated that he changed his infusion sets twice and the tubing came out overnight. The site location is the patient's abdomen. The patient was sleeping when the event occurred. Reportedly, the location of detachment was at the site. The infusions were stored in the patient's closet where they were exposed to extreme temperatures and humidity. The pump was not dropped. The infusion has been in use for about 90 mins. The pump was located/ worn in the patient's belt. Also, there was no stress or pull on the tubing. No further information available.

Event description:
On 24-oct-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 inserted set), showed that the tubing detached from tubing-tubing connector (cannula base piece). Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that he had pump issue while he was on a vacation. He stated that he changed his infusion sets twice and the tubing came out overnight. The site location is the patient's abdomen. The patient was sleeping when the event occurred. Reportedly, the location of detachment was at the site. The infusions were stored in the patient's closet. The pump was not dropped with the set connected to their body. The infusion was in use for about 90 mins. The pump was located/ worn at the belt. Also, there was no stress or pull on the tubing. No further information available.